Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
A temperature alarm was noted in the customer's pump data by tandem technical support. Customer reported that blood glucose levels were not impacted. Pump resumed insulin delivery successfully after approximately 18 minutes.